Manufacturer narrative:
Device evaluation summary: the ht70 ventilator was returned to medtronic for analysis. Visual inspection of the board revealed a damaged u1104 chip of the sbc pcb. The fault was isolated to the single board computer (sbc) printed circuit board (pcb). A new sbc pcb was replaced to resolve the reported issue. The ventilator passed all tests and calibrations as per manufacturer specifications. The likely cause of the event was isolated to damaged u1104 chip in sbc board. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing, the ht70 ventilator screen was observed to be frozen and the unit was locked up/ stopped ventilating. The ventilator was not in use on a patient at the time of the reported event.